Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services. The hcp reported that this patient experienced syncopal episodes and asked if this device was MRI compatible. The hcp requested device interrogation. A message was sent to boston scientific's customer contact center to have a boston scientific representative for assistance. Boston scientific received information that the field clinical representative was not notified by the clinic to interrogate this device. The field clinical representative contacted the device-following clinic. The patient was seen on (B)(6) 2018 and the clinic staff member did not have any knowledge concerning the patient's syncope and was not aware of any complaints by the patient.